Event description:
While preparing the pump system for use prior to cardiopulmonary bypass surgery, one of the pumps would not operate in either the forward or reverse direction. There was no patient injury as a consequence of this event.

Event description:
While preparing the pump system for use prior to cardiopulmonary bypass surgery, one of the pumps would not operate in either the forward or reverse direction. There was no pt injury as a consequence of this event.